Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that before an endoscopic vein harvesting procedure, vasoview hemopro 2 dissector cone tip had condensation inside. This was noticed when they went to balance the scope. The hospital did not report any patient effects. They opened another vh-4000 kit and the case proceeded as planned.

Manufacturer narrative:
September 09, 2015 04:04 pm (gmt-4:00) added by (B)(6): a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. September 08, 2015 03:25 pm (gmt-4:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that before an endoscopic vein harvesting procedure, vasoview hemopro 2 dissector cone tip had condensation inside. This was noticed when they went to balance the scope. The hospital did not report any patient effects. They opened another vh-4000 kit and the case proceeded as planned